Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5095 surgical table. The technician confirmed a hydraulic fluid leak from the back section of the table. The technician inspected the table and found the hydraulic fluid line was caught/pinched on the table top and back section rail. As the hydraulic fluid line was caught/pinched this allowed the table top to not hold the commanded position and hydraulic fluid to leak from the table. The technician stated that the user facility has had previous service activity for damaged column shrouds. The hydraulic lines are found within the table column. The 5095 surgical table is not under steris service agreement for preventive maintenance activities. The user facility is responsible for all maintenance activities. Technician removed the table from service and is pending repairs. A follow-up report will be submitted upon completion of the repairs.

Event description:
The user facility reported that during a patient procedure, their 5095 surgical table would not hold the commanded position. User facility personnel stated that fluid was also leaking from the base of the table. The procedure was completed successfully and no injury was reported.